Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventive maintenance by medtronic service personnel, these 980 ventilators failed the circuit pressure test during the extended self test (est) with an "inspiratory auto zero solenoid not operational" message. The device was available for evaluation. While the service personnel (sp) was performing preventative maintenance of the 980 ventilator sp found unit failed the circuit pressure test during the extended self test (est) with an "inspiratory auto zero solenoid not operational" message. Sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The ifm pcba was returned to medtronic for analysis. Visual inspection showed no anomalies. The returned ifm pcba was attached to failure investigation test ventilator for analysis. The unit powered up and failed est circuit pressure test with "inspiratory auto zero solenoid not operational" message. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was determined to be a faulty autozero solenoid (so1) on the ifm pcba. The serial number of the ifm pcba is in the scope of an existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preventive maintenance by medtronic service personnel, this 980 ventilator failed the circuit pressure test during the extended self test (est) with an "inspiratory auto zero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.